Manufacturer narrative:
The device involved in the reported event was requested however to date it has not been received. The lot device manufacturing records were reviewed and found to be acceptable.

Event description:
A report from a user facility in ireland stated that during one case, the tip of the light pipe broke inside the patient's eye. The surgeon was able to retrieve the small fragment from the eye. The patient did not require any additional intervention and did not suffer any consequences.

Manufacturer narrative:
The actual device involved in the event was not returned. Fourteen sealed probes from lot m00006743 were opened and examined. No issues were observed with these units. The root cause is undetermined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Manufacturer narrative:
The product has not been returned for evaluation. The design failure mode and effects analysis shows that the possibility of accidental mechanical breakage was addressed by design of the pvc sheathe at the back end of the handle, so that the pvc sheath absorbs more tensile force than the fiber core. The lot history, trend analysis, risk analysis and directions for use, review were considered acceptable with the product performing within anticipated rates. The review of the complaint database found no other similar complaints for the reported lot. Further investigation will be performed should the product be returned for evaluation.